Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 79 mg/dl. The customer stated that the insulin pump had error. It was reported that the display was flashing white. The customer troubleshooting was performed and was advised to insert new aa battery and display did not return after pump restart. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display anomalies noted during testing. Unit passed active current measurement. Unit failed prime/seating test due to severe corrosion on force sensor assembly. Unable to perform displacement test due to seating anomaly. Unit received with high sleep current measurement, pump error 29 alarmed during self-test and pump error 75 alarmed during self-test due to severe corrosion on electronic assemblies. Unit received with moisture damage on motor assembly.